Event description:
A report was received stating the suction tube could not be inserted into a tracheostomy. Recannulation of the patient was required. There was no report of patient harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The lot number of the referenced device was not available at the time of the report. Therefore, the manufacturing date of the device is unknown.

Manufacturer narrative:
(B)(4). The sample was received for evaluation. A visual inspection was performed and no anomalies were found. A functional test was performed and no obstructions or difficulties were detected during the test. A dimensional test was performed and all of the measurements were within specifications. The customer reported malfunction was not verified. The manufacturing guidelines and controls were reviewed and found effective to detect this type of failure mode. The reported malfunction is not related to the manufacturing process.